Event description:
Shortly after a trial lead explant procedure, the pt developed an infection. The pt is being treated with antibiotics.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for eval.